Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly and an error message was displayed. The diagnostics were cleared and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.